Manufacturer narrative:
Additional info: updated b5, annex f codes (f6, f1908). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received "there was less than one hour of surgical delay (30 mins) and no impact on patient outcome".

Manufacturer narrative:
(H3, h6): manufacturing representative went to the site to test the system, the image acquisition system(ias) was connected to navigation system. Accuracy was tested on the left and right sides. Tracker calibration was completed. System released for regular intended use. B01,c07,d02 codes applicable. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: m021083c001, version #: 4.2.1, product ID: bi71000429, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6) the component was returned to the manufacturer for analysis. Analysis found that unable to confirm reported complaint, "alleged inaccuracy." Test winch motor assembly with motion cart. Forward and backwards motion passed, brake was engaging and disengaging as normal. Winch assembly functioned as normal. Visual inspection showed normal wear. No functional fault found. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000429, serial/lot#: (B)(6), rev. 8, MDR codes: b01, c19, d14. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used for a cervical spine procedure. It was reported that during a posterior cervical case with surgeon there was an alleged inaccuracy. Spine rep reported the system had to be rebooted and 3 spins were performed due to the inaccuracy. Spine rep also reported when opening and closing the gantry, there was noise coming from the system. This was occurred intra operatively. No additional information was provided. Additional information received. Field service engineer (fse) was onsite verifying the calibration when the equipment, fse was using fell and was damaged. The left tracker was checked but the right one was not. Not knowing which side the issue was on, fse like to keep this open until he can verify both and working with site contact to schedule a second service visit to complete the system checkout.

Manufacturer narrative:
No parts have been received by manufacturer for analysis. B17,c20,d15 codes applicable. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: m021083c001. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6: a software analysis was initiated. However, not a software issue. Complaint data analysis found the event is inconclusive as per the log review. 3 3d scans with no issues. No sign of software or user issue. Inconclusive software functioning as designed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.